Event description:
It was reported that the patient had a blood clot that "traveled to the lung from the heart." Testing done indicated that the lead was completely covered in clot in the patient's heart. The patient was hospitalized and medications were started. The lead remains in use. Further follow up with the clinic did not yield any additional information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).